Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no-log files were received. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, following the mapping of the left atrium and after ablating the left pulmonary veins and beginning to ablate down the ridge, a drop in blood pressure was noted and an effusion was then diagnosed via intracardiac echocardiogram. A pericardiocentesis was performed in order to stabilize the patient. The patient however was taken to the operating room for exploratory surgery and a two inch charred injury from the roof of the left superior pulmonary vein and anteriorly down the ridge was noted. The physician noted that the patient's tissue was fragile and there was no specific perforation, but rather only a section of disintegrated tissue. The CT scan was noted to have shown a small left atrium and a thin ridge by the left inferior pulmonary vein. Nothing unusual was noted to have occurred during the procedure. The patient's left atrium was successfully repaired surgically and the patient was noted to be stable in the recovery area. There were no performance issues with the abbott device.